Event description:
Patient had epidural placed for labor with inadequate relief. Decided to replace the catheter, resident tried to pull the catheter out with proximal 2-3 cm stuck or knotted. Tried different patient positions and tried to pull on it and it sheared leaving 2-3 cm inside. Called neurosurgery and recommendation was to replace the catheter at different level, get CT scan done post-delivery and most likely it is left alone; eventually it gets fibrosed after 2-3 weeks. Catheter was replaced, worked well and patient delivered uneventfully and took the catheter out. Explained at length to patient and husband and they understood and agreed with the plan.

Manufacturer narrative:
(B)(4). A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, e-17019-109a; rev. 07, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and without the actual sample. Complaint verification testing could not be performed as no sample was provided for analysis. A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without the sample.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Patient had epidural placed for labor with inadequate relief. Decided to replace the catheter, resident tried to pull the catheter out with proximal 2-3 cm stuck or knotted. Tried different patient positions and tried to pull on it and it sheared leaving 2-3 cm inside. Called neurosurgery and recommendation was to replace the catheter at different level, get CT scan done post-delivery and most likely it is left alone; eventually it gets fibrosed after 2-3 weeks. Catheter was replaced, worked well and patient delivered uneventfully and took the catheter out. Explained at length to patient and husband and they understood and agreed with the plan.